Manufacturer narrative:
Device evaluated by MFR: the nc emerge balloon catheter was received with a non-bsc .014¿ guidewire. There was no damage to the tip, hypotube, inner and outer shafts of the catheter. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification. The returned guidewire was successfully advanced through the nc emerge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.00mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. First inflation was performed at 12 atmospheres for 15 seconds, second inflation was at 16 atmospheres for 15 seconds, and third inflation was at 20 atmospheres for 20 seconds. However, during removal of the device, resistance was encountered and the device could not be removed from the patient's body. The device and the guide wire were removed together and outside the patient's body, the device was able to be removed from the guide wire but severe resistance was still encountered. The same non-bsc guide wire was advanced to the lesion again and a 3.00mm x 12mm nc emerge® balloon catheter, stent, and intravenous ultrasound (ivus) catheter were used to complete the procedure. No patient complications were reported and the patient's status was good.